Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor memorygel 300cc gel-filled breast prosthesis that ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/25/2018, mentor received additional information regarding this event. The rupture was actually bilateral. Additionally, the catalog number of the complaint device, originally reported as 3507300bc, is actually 3507235mc (mentor memorygel breast implant, 235 cc, gel-filled). All relevant fields have been updated. After the patient complained of pain, a mammogram and ultrasound were performed, and the rupture was diagnosed. The patient is scheduled for explantation on 2/21/2018, and the replacement devices will also be mentor gel-filled prostheses. An additional report has been opened for the deflated device contralateral to the one already reported (see manufacturer report number 1645337-2018-00580). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Concomitant products: mentor memorygel 255 cc smooth round moderate classic profile gel-filled breast implant, catalog # 3507255mc, lot # unknown. (B)(4).

Manufacturer narrative:
On 5/28/2018, during product investigation, the catalog number of this device was confirmed to be 3507300bc, as originally reported. The lot number was discovered to be 271017. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4). As it was mistakenly omitted from the previous supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/15/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with clear gel inside. No foreign material was observed within the device. Gel was observed on the shell surface. The device was severely rented and was returned in two pieces. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team (pe) was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. As a result, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point, it is not possible to determine the root cause of such damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture and pain are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with clear gel inside. Gel was also observed on the shell surface. The device was severely rented, and was returned in two pieces. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team (pe) was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 271017 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices, and is referenced in our product insert data sheet. Pain was also reported. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is also a known complication associated with these devices, and is similarly referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).